Manufacturer narrative:
Conclusion: device failure directly contributed to event. Use of device could not be determined.

Event description:
Allegedly the threaded end of the t-handle broke. This is a reportable malfunction.

Manufacturer narrative:
The investigation is not complete. This is a reportable malfunction. Trends will be evaluated. This report will be updated when the investigation is complete.

Event description:
Allegedly the threaded end of the t-handle broke. This is a reportable malfunction.